Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to trunnionosis.

Manufacturer narrative:
(B)(4). Concomitant medical product(s): item# 00-6305-050-32 xlpe 0deg poly liner 505254x32 lot# 61112363; item# 00-9993-017-55 cone a body 46 x 55mm neck lot# 60852462; item# 00-9981-150-32 porous stem 15.0 x 170mm bow lot# 60006254; item# 00-6202-052-20 tm acet shell 52mm multi lot# 61091638. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent original left total hip arthroplasty approximately 13 years ago. Patient underwent a 3rd revision 11 years post original implantation due to complaints of chronic dislocation, elevated cobalt and chromium levels, pseudotumor/wear/corrosion. No further information available.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of op notes which indicated patient underwent revision due to recurrent dislocation with metallosis. Patient was also noted with pseudotumor and black fretting corrosion. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. Review of the device history record report for the femoral head shows no deviations or anomalies were noted in the manufacturing process for this lot. The part and lot information for the zmr stem and body were not returned, therefore information regarding the manufacturing process cannot be determined. The reported devices are used for treatment. Review of the complaint history identified no previous complaints for the part lot combination of the reported femoral head. It was confirmed that the femoral head and cone body were used in an approved and compatible combination. Relevant medical history is not known for this patient. With the information provided, a definitive root cause for the trunnionosis reported cannot be determined with the information provided.